Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified and mildly tortuous vessel in the left anterior descending (lad) artery. The 3.0x18mm xience prime stent delivery system (sds) was deployed and post deployment, a dissection occurred. Another stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.